Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose levels exceeded the typical range, although specific values were unknown and described as "high." To address the high bg level, the customer administered a correction injection via manual insulin delivery. Reportedly, the customer resolved the issue by changing the infusion set and cartridge to resume insulin delivery.